Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 28, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics (duration not reported). However, the issue was not resolved. The device was then explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.